Event description:
On (B)(6) 2010, this patient underwent endovascular repair of an infrarenal abdominal aortic aneurysm using gore® excluder® aaa endoprosthesis. It was reported that the patient had a significant aortic neck angle approximately 2-3 cm below the lowest renal artery. On (B)(6) 2018, during follow up angiography, it was suspected that the aortic neck of the trunk-ipsilateral leg component had infolded. This diagnosis was confirmed on a cta performed on (B)(6) 2018. It was reported that the patient has some thrombus and claudication in the lower limbs. A reintervention is planned for (B)(6) 2018.

Manufacturer narrative:
Additional manufacturer narrative/corrected data: reintervention occurred on (B)(6) 2018, whereby two aortic extender components (pla280300) were implanted to treat the proximal infolding of the trunk-ipsilateral leg component. The patient tolerated the procedure.